Event description:
The endovascular graft was implanted in 2004. Two weeks prior to the procedure the pt's right internal iliac artery was embolized, although naturally occluded, in preparation for the aaa repair, landing the iliac large graft in the external iliac artery. The three-piece modular graft device was implanted with the right iliac leg graft landing as intended. Good flow through both limbs of the main body with no evidence of endoleak. Graft placement looked good; procedure was concluded. The pt returned to the ER 2 weeks later. An emergency angiogram was performed viewing total occlusion of the right iliac leg graft. It appeared that at the bifurcation of the main body, the right limb was kinked at a ninety degree angle. The next day a fem-fem bypass procedure was performed returning blood flow to the right iliac artery.